Event description:
Surgeon has seen 3 patients who have presented with intermittent squeaking thought to be due to their delta motion implants. No revisions have been scheduled to date.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint was received into the leeds quality department (B)(6)-2011 with notification that no products would be returned for investigation and that patient x-rays were n/a. Investigation review identified that insufficient information had been received to complete an investigation. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.